Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under her breasts and under her arms. The area was described as a rash that is partly over an area where the patient had a previous operation. The patient later said that one side has a rash and the other side is an open wound from surgery. The patient reported that a friend who is an ems advised her to remove the lifevest. The patient's nurse has been treating the irritation. During a follow-up, the patient indicated that the irritation had improved.